Event description:
Elderly pt implanted with a margron-dtc hip replacement fainted, fell and dislocated hip implant. Successful open reduction performed following unsuccessful closed reduction. Primary implant not revised. No further reports of dislocation or other events with this pt.

Manufacturer narrative:
Elderly pt implanted with a margron-dtc hip replacement fainted, fell and dislocated hip implant. Successful open reduction performed following unsuccessful closed reduction. Event unlikely to be device related. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.